Manufacturer narrative:
Corrected data: d6b - date of explant. It was reported to abbott, a patient was experiencing pocket site pain. The ipg was protruding from left glute area. The patient underwent a revision where the proclaim ipg was replaced with an eterna. The leads were untouched. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3 -date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg site. Surgical intervention may take place to address the issue.